Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited pacing impedance values greater than 2000 ohms. A revision procedure took place. The physician elected to add a new pace lead in the right ventricle. Measurements were then taken, and were all within normal range. There were no adverse patient effects reported.

Manufacturer narrative:
This pacing portion of the rv lead was capped and replaced, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.